Event description:
It was reported that the connector for the external pulse generator (epg) in the atrial (a) side was broken. The biomedical engineer needed the part number to repair it; therefore, technical support (ts) provided the part number. No patient involvement was indicated as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).